Manufacturer narrative:
The insulin pump passed prime test, excessive no delivery test, self test and unexpected restart error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The test reservoir does not stay locked in place due to reservoir tube lip damage. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated via phone call that their reservoir tube lip for their pump has broken off. Customer states they had a high blood glucose on (B)(6) 2017 and it ranged from 200-300 mg/dl and on (B)(6) 2011 it was over 400 mg/dl, which they treated with the pump. Customer does not know how the damage came about but noticed when checked for the high glucose levels. Customer was advised that the pump will need to be replaced. Device is expected to be returned for analysis.